Manufacturer narrative:
Patient¿s date of birth, weight are unknown. Event date: unknown. UDI: (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter phone number: (B)(6). PMA (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted on an unknown date with the proximal femoral nail antirotation (pfna) nail to treat the femoral trochanteric fracture. Postoperative x-ray taken on an unknown date confirmed that the pfna nail had been over-slid intramedullary on the postoperative day seven. Fatigue breakage of the nail occurred due to nonunion. The nail removal surgery will be performed on (B)(6) 2017. Current plan for the revision surgery is the refreshment of the nonunion site, transplantation, and nail replacement, or to perform bipolar hip arthroplasty (bha). This report is for one (1) pfna nail. This is report 1 of 1 for complaint (B)(4).